Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1901183. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, leakage was observed past the plunger rod component. Based on the provided customer feedback and the picture sample, this incident most likely resulted from damage to the plunger lip component. This type of damage may occur as the product moves through the manufacturing process or within the plunger assembly machine. Our quality team will continue to closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that blood leaked from the bd¿ syringe with needle when opening the heparin cap. This occurred with 5 different syringes during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, when got on the machine and opened the heparin cap clamp for patient, and the blood rushed to the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd¿ syringe with needle when opening the heparin cap. This occurred with 5 different syringes during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, when got on the machine and opened the heparin cap clamp for patient, and the blood rushed to the syringe."